Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with approximately 500 units of insulin. In addition, it was reported that the customer received a notification after loading a new cartridge onto the pump prompting the customer to load a new cartridge, and the customer was unable to complete the load fill tubing process due to the fill tubing process remaining at 0. Customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was 171 mg/dl.